Manufacturer narrative:
(B)(4). Discoloration of skin. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches submitted for this device. See also medwatch 2210968-2011-00391. The same device is represented in each medwatch as it was involved in two events.

Event description:
It was reported that a patient underwent an oophorectomy procedure on (B)(6) 2010 and topical skin adhesive was used. Following the surgery, the patient's skin became brown. The patient was given treatment for the pigmentation with a laser.